Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency department for dizziness. The patient¿s heart rate was noted in the 20s which was below the programmed lower rate, but no strips were available. It was questioned if the cardiac resynchronization therapy defibrillator (crt-d) was working correctly. The device was not correlating well as it was showing a palpable pulse of 40 while the monitor showed 60-70 beats per minute. The device remains in use. It was also noted that the right ventricular (rv) lead was observed with chronic high capture threshold. The lead remains in use. No further patient complications have been reported as a result of this event.